Manufacturer narrative:
Updated the b5 to: it was reported that a patient expired while using the omnipod dash device. The official cause of death is unknown at this time. The patient was noted to be a type 1 diabetic who was also taking oral birth control and mounjaro 12.5 mg. The pod in use at the time the patient expired is not available as it was discarded. The pdm has not been returned for evaluation. If additional information becomes available, the complaint will be reopened, and a supplemental report will be filed. Also the date of death to (B)(6) 2023.

Event description:
It was reported that a patient expired while using the omnipod dash device. The official cause of death is unknown at this time. The patient was noted to be a type 1 diabetic who was also taking oral birth control and mounjaro 12.5 mg. The pod in use at the time the patient expired is not available as it was discarded. The pdm has not been returned for evaluation. If additional information becomes available, the complaint will be reopened, and a supplemental report will be filed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and death. No lot release records were reviewed, as the product lot number was not provided. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158"

Event description:
It was reported that a patient had died while wearing a pod. It was reported the patients blood glucose level had rose to over 250 mg/dl. The pod will not be returned as it has been discarded. No additional information has been provided as to this event. The patients cause of death at the time of this call is under investigation.